Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok keypad symbol was torn at the ok button. The contrast button key was intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow, and ok buttons responded appropriately. The keypad was removed and contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow and contrast button keys. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.